Manufacturer narrative:
(B)(4). A product deficiency was identified which determined that the issue occurred when the customer selected the multigent iron liquid assay for calibration after importing calibrator values for new multiconstituent calibrators from the electronic media. If the user-defined assay number on the customer system for iron was different from the abbott-provided assay number (2960) in the xml data file, the calibrator information was deleted for all the assays in the calibrator set. All assays in the calibration set are disabled and no testing can be performed until the calibration information is re-entered into the system by the user. A letter was added to the multiconstituent calibrator (mcc) lots informing customers to ensure the assay number for iron was 2960 before importing calibration values. The letter was packed in all mcc lots until the release of architect system software (version 8.10), which ensured usage of the assigned assay feature did not delete previous calibration value information. Software version 8.10 has been fully installed in the field. There were a total of (B)(4) complaints received for this product problem with the first complaint received on (B)(4) 2009 and the last complaint received on (B)(4) 2012. There were no deaths or serious injuries (adverse events) reported.

Event description:
Customers were unable to select the iron assay for calibration after importing calibrator values from the multiconstituent calibrators (mcc) electronic media (xml file) when using the assign assay function. The system deleted the calibrator values for all assays requiring the user to re-enter the information manually. No incidents of impact to patient management were reported.